Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The balloon protector cap was returned over the balloon. The proximal blade sections were exposed which is indicative of the balloon protector being pulled distally. The returned balloon protector inner dimension was verified at 0.0435 inch using a pin gauge. A visual examination of the catheter confirmed shaft stretching at 25cm from the catheter tip and subsequent detachment at 26.4cm from the catheter tip. This is evidence of excessive tensile force being applied to the device. It was not possible to apply a vacuum to the balloon to remove all air as the shaft was broken however during device evaluation, the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the shaft detachment occurred. A 4.00mm/1.5cm/140cm-ous small peripheral cutting balloon¿ flextome monorail was selected to treat the target lesion. During preparation, the balloon protector was attempted to be removed; however, it was noted that the holder was hard. The attempted removal resulted into a shaft detachment. The procedure was completed with another with same device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4).

Event description:
It was reported that the shaft detachment occurred. A 4.00mm/1.5cm/140cm-ous small peripheral cutting balloon¿ flextome monorail was selected to treat the target lesion. During preparation, the balloon protector was attempted to be removed; however, it was noted that the holder was hard. The attempted removal resulted into a shaft detachment. The procedure was completed with another with same device. There were no patient complications reported and the patient's condition is good.